Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the velcro is not sticking to the tape on the babies. It won't hold and the prongs can roll up and out of position. No patient injury reported. Patient current condition is fine.